Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system did not indicate evidence of a system malfunction. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. The user successfully located and completed the firmware upgrade and associated next steps. Subsequent monitoring indicated that the system was performing within expectations. Overall, bg values aligned well with sg trends, with occasional differences attributable to physiological lag and calibrations entered during periods of rapid glucose change. The user was advised to continue using the system and to enter true fingerstick bg values for calibration when glucose levels are stable, if possible. Per data management system review, the system was current with active use at the time of case closure.